Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced a loss of stimulation and noticed in (B)(6) 2016 that the ins was not working. The recharger showed a reposition antenna screen. The patient lost their insurance so they could not afford to contact their doctor regarding their stimulator. The change in therapy was noted as sudden. The patient was unable to connect with their recharger.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. It was reported that the patient was ¿having problems¿ charging the implantable neurostimulator (ins) in the past. The patient noted that she would try charging for hours and it still wouldn¿t take a charge. There were no further complications reported or anticipated.